Event description:
It was reported that the patient's system had high impedances. As a result, surgical intervention may be undertaken in the future.

Manufacturer narrative:
Date of event is estimated.

Event description:
Additional information indicates that following an unrelated surgical procedure where the ipg was placed into surgery mode, the ipg became unable to communicate with external devices. As a result, surgical intervention was undertaken on (B)(6) 2022 wherein the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
The reported observation of ¿high impedance¿ was not confirmed. The root cause of the reported observation was not ascertained; the device exhibited normal device characteristics. Using clinicians programmer, system impedances testing was within the expected range. The device was subjected to a functional test on automated test equipment (ate). This tester verifies the electrical performance of the control/communication circuitry, and output signal integrity. All portions of ate testing passed. The ate test specifically tests the ipg output and system impedances on all 16 electrodes including the ipg can connection.